Event description:
Device 4 of 6. Reference MFR. Report: 1627487-2017-00692, reference MFR. Report: 1627487-2017-00693, reference MFR. Report: 1627487-2017-00694, reference MFR. Report: 1627487-2017-01936, reference MFR. Report: 1627487-2017-02165. Follow-up identified the patient developed an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2017 to explant the patient's entire system. The patient has two extensions from the same lot.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2017-00692, reference MFR. Report: 1627487-2017-00693, reference MFR. Report: 1627487-2017-00694. The patient has four off-label leads implanted as part of her system. The patient reported she presented to the emergency room due to drainage from her temple incisions. Antibiotics were administered to the patient. The patient has a history of mrsa. The patient stated the pain, redness and drainage has improved thereafter and she was to be seen by an infectious disease specialist.

Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2017-00692, reference MFR. Report: 1627487-2017-00693, reference MFR. Report: 1627487-2017-00694. Follow-up identified the patient's drainage had resolved; however, the patient continues to be on antibiotics for infection. The patient stated a PICC line may be administered for intra-venous antibiotics and an antibody transfusion was planned as the next course of action.